Manufacturer narrative:
The reported event of inadequate capture was not confirmed. As received a complete lead was returned in one piece. Electrical, visual and x-ray examination was normal with no anomalies found.

Event description:
It was reported that the patient presented for implant of the right ventricular lead. During the procedure, it was noted that the lead exhibited high capture threshold upon multiple repositioning attempts. The procedure was completed successfully with a replacement lead. The patient was recovering.